Event description:
Knee stiffness was reported at two months post-op. Manipulation under anesthesia occurred to increase range of motion.

Manufacturer narrative:
Knee stiffness was reported at two months post-op. Manipulation under anesthesia occurred to increase range of motion. Review of the device history record indicates that the device was manufactured to specification.